Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging water coming into mask related to CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected the device externally and internally, observed high pitch whining from blower motor, both sides of the blower box had foam that looked like they had moisture, unknown contamination at the air inlet and the bottom of the blower box. Black specks in the bottom enclosure dust like inconsistent with sound abatement foam. Unknown white dust like contamination was on top of the blower motor and the blower motor seal, they can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source, manufacturer was not able to confirm the complaint of the water coming into mask as the humidifier was not returned. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that they were not able to confirm the customer complaint and directly address the patient's symptoms and there was evidence of sound abatement foam degradation.